Manufacturer narrative:
Continuation of d10: product ID 978a128, serial/ lot# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause was unknown and they are having CT scan on thursday, (B)(6).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall about two weeks ago and fell hard on their rear end and knocked back and hit their head. When they went to the doctor they checked her head and made sure everything was fine. There was no pain at the stimulator site at the time of the fall. A few days later after the fall the patient started having pain in their left butt. They did an x-ray to make sure they didn't hurt their tailbone. Their tailbone was fine. The pain they were having was because the stimulation had moved and one of the wires had moved out of place. Every time they takes a step with their left leg it felt like the wire was ripping through the skin. It was not ripping through the skin. It felt like it was ripping through the inside. It was obviously doing something in there because otherwise they wouldn't have that sensation. About three days ago they started spotting blood from their bladder and they don't have a urinary tract infection. They felt like they were dealing with a bunch of idiots because they were telling them to wait until their appointment in july. They had an appointment next friday at 12: 00pm on march 7th at the va hospital. The patient saw random doctor's there and didn't have an assigned doctor. The patient turned their stimulation off. They still were feeling the ripping feeling with the device every step they took. The device was implanted in upper left butt cheek. The patient asked to have the manufacturing representative (rep) give them a call. Sent email to the rep.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a128 (lot: va2eejv); product type: 0200-lead; implant date (B)(6) 2021 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the CT scan showed the bladder stimulator wires were intact. A urinalysis showed bleeding, moderate leukocytes, high white blood cell (wbc), and high red blood cell (rbc). The CT scan also showed the right ureter was twisted or blocked. The patient stated they were waiting to be contacted by their urologist regarding any additional testing or procedures. The patient stated they would provide another update after they spoke with their urologist.